Event description:
It was reported that the customer experienced a keypad anomaly on the insulin pump. The customer's blood glucose was unknown. It was stated that there was no response from the buttons of the insulin pump sometimes. The customer did not recall any significant events leading to the keypad issues. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.